Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months after implant, the implantable cardioverter defibrillator (ICD) had premature battery depletion due to capture threshold issues caused by right atrial (ra) lead dislodgement. The device remains in use. No patient complications have been reported as a result of this event.